Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000/ lot 1028990 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot 1028990. Test base part number 191-000/ lot 1028990. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1028990 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #s: for related false positives 1221359-2021-03553.

Event description:
The customer reported (2) false positive results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 2 of 2 the customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on an unknown swab sample the customer reported that the patient was tested minutes later another test on (B)(6) 2021. The customer referred to a healthcare center where a pcr was performed, giving a negative result. No additional patient information, including treatment and outcome, was provided.